Manufacturer narrative:
Insulin pump received with no down button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. No moisture damage on keypad traces and no moisture damage inside insulin pump noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell into the water. Display shows humidity. Customer's blood glucose level was 108 mg/dl.